Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 2 for (B)(4). It was reported by the customer in (B)(6) that during an unknown surgery for the lfn insertion on (B)(6) 2022, it was observed that the reamer device was coming into contact with the nail when passed through the guide sleeves inserted through the aiming arm, and was causing it to ¿stick¿ before passing through the nail. The procedure was completed successfully. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) aim-arm radioluc f/expert lfn device. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H4, h6: a device history record (DHR) review was conducted: part number: 03.010.482 lot number: t153521 manufacturing site: tuttlingen release to warehouse date: 05-jun-2018 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.